Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Reference internal complaint cc# (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and completed the procedure. The physician then performed a hysteroscopy and "noticed gold fragments" inside the patient's cavity. The physician removed the gold fragments from the patient using graspers and it appeared the fragments came from the electrode array. No patient injury was reported.